Event description:
It was reported that the patient was asymptomatic. It was noted that the right atrial (ra) lead's pacing impedance was low, and noise was present on both the ra and right ventricular (rv) leads. The patient was ventricular paced over 80% and episodes of atrial lead noise could be sensed in the right ventricle, sometimes leading to pacing inhibition. The noise could not be reproduced via physical maneuvers. Both the ra and rv lead were extracted and replaced. The physician stated that a suture distal to the suture sleeve which would have been near the clavicle anatomically was responsible for the noise. The patient was stable following the procedure.

Manufacturer narrative:
The reported events of oversensing noise, low pacing impedance and insulation damage were confirmed. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths. Dissection of the lead found the inner insulation was breached/damaged at the suture tie region. The cause of the reported events was due to breached/damaged inner insulation which is consistent with suture tie down forces.